Event description:
The power chair caught fire and melted everything on the chair and damaged the carpeting. Consumer spouse alleges this incident took place 1-2 years ago and they put the chair out by the dumpster because it was not working.